Event description:
I have been using the amo complete moisture plus prod for about 2 mos and just saw the recall. I have been having eye problems for about the last month including excessive burning and tearing. I now believe it may have been caused by this prod. I will be contacting my eye dr to be checked out, but wanted to file this report as well. Dates of use: approx three months in 2007.